Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered multiple 5 unit boluses without user input. Review of the pump data logs by tandem technical support verified that the customer manually requested and delivered two override 5 unit boluses. Customer experienced a low blood glucose (bg) level; value was not provided. Customer consumed carbohydrates to address bg. Customer acknowledged the issue was due to user error and pump was performing as intended.